Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks after the date of implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416500, model: sc-8416-50, serial: (B)(6), batch: 7043397, UDI:(B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. Symptoms of pain, redness and swelling at the ipg site were noted. The patient was placed on antibiotics and underwent an explant procedure where all device components were removed. It was believed that the infection was not device or procedure related. The patient fully recovered, and the explanted devices will not be returned per hospital policy.